Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised joystick works intermittently. Dealer advised end user stated joystick shuts down.